Manufacturer narrative:
(B)(6) b3-date of event is estimated. The event of ipg revision was reported to abbott. Surgical intervention took place to reposition ipg due to device protruding under the skin. The patient therapy programs have been restored completely. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the ipg was eroding and protruding through the skin. As a result, surgical intervention was undertaken wherein the ipg was repositioned deeper within the pocket to address the issue.